Event description:
It was reported that device entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified first diagonal branch. After a 190cm, straight-tip (pouch) marvel guidewire was crossed the lesion, a 2.00mm x 15mm emerge balloon catheter was advanced for dilation. However, the balloon and wire became entangled. Both devices were removed together, and the procedure was completed with another 190cm marvel guidewire, and another 2.0x15 emerge balloon catheter. No patient complications were reported.